Event description:
Home pt (hp) reports receiving "check supply line" alarm in fill 4/5 of treatment on homechoice machine and noted supply bag was empty. Hp then disconnected solution bag on heater line and spiked new solution bag onto same line. Baxter technical service center instructed hp to disconinue treatment and contact her health care professional (hcp). Per hcp, no pt injury or medical intervention resulted from incident.